Event description:
It was reported that the patient experienced pain during the procedure, requiring additional medication. A 4.5 gbq therasphere y-90 dose vial was selected for a selective internal radiation therapy (sirt). During the procedure, the patient complained of sudden and sharp pain in the central upper abdomen, overlying the region of the left hepatic lobe. The pain had not occurred previously during the procedure or the mapping process. In response to the pain, intravenous fentanyl was administered. After a few minutes, injection of the microspheres was reattempted. The patient experienced the same pain. Intra arterial nitroglycerin and verapamil were administered. Follow up attempts of microsphere injections were met with pain. As a result, the patient only received 65% of the target dose and the procedure was aborted. There were no further patient complications reported.